Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid left anterior descending artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 3.0 x 23 mm xience v stent delivery system (sds) was advanced; however, the sds could not cross to the lesion due to the calcification. Force was applied and the stent struts stuck in the lesion. In an attempt to remove the sds, resistance was noted with the lesion and the distal stent struts became damaged. A new xience v sds crossed the lesion and was deployed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.